Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider. Submitted supplemental to include additional information. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the available information, the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to severe stenosis, a mean gradient of 60 mmhg, and a possible thrombotic obstruction. A 26mm transcatheter valve was successfully implanted. Post-operative echo showed mean gradient of 10mmhg and a peak of 20mmhg. The patient was discharged home in stable and improved condition.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information regarding this case was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. The device was not returned to edwards for evaluation as it remained implanted. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years and 3 months due to stenosis. A 26mm transcatheter valve was implanted. Patient was reported to be discharged home. No additional details were provided.